Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle precisionglide 18x1-1/2in was damaged. This was discovered during use. The following information was provided by the initial reporter: needle connector with narrowing, making it impossible to be used.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. Since photos / samples were not sent by the client for evaluation, it is not possible to correlate the investigation with the defect, to assess whether the problem is correlated to this non-conformity found in process.

Event description:
It was reported that needle precisionglide 18x1-1/2in was damaged. This was discovered during use. The following information was provided by the initial reporter: needle connector with narrowing, making it impossible to be used.